Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿ arrow button was under responsive. It was reported that the keypad cover was not damaged and there was no evidence of moisture or corrosion in the pump. The reporter did not note any delivery issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on (B)(6) 2014 with the following findings: the keypad cover was found to be intact and free of damage. Evaluation revealed that all of the keypad buttons were properly responsive; the initial complaint was not duplicated. The keypad cover was removed and no evidence of contamination was found under any of the key contacts. Unrelated to this complaint, the display screen was found to be dim and discolored. A battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation.